Event description:
The belmont fms2000 rapid infuser was set at a rate of 2.5ml/min. The control screen was inadvertently touched and the rate was changed to 50ml/min. The error was caught quickly and there was no patient harm. The touch screen does not have a cover, lockout, or confirm setting change feature. There are three settings to control the sensitivity of the touch screen. This pump was set at the least sensitive setting. There needs to be a way to prevent this pump from an inadvertent setting change at the touch screen.====================== health professional's impression============================================ manufacturer response for warm rapid infuser, (brand not provided)======================they have explored the idea of having a cover over the touch screen, but there were issues with cleaning and usability.